Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The instrument was received opened. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeon tried to fire the device, before complete first squeeze of the handle, it was stopped. So the scrub nurse changed the cartridge to a new one and the surgeon tried to fire again, but it stopped again before finishing of squeezing handle. So the scrub nurse changed cartridge and the handle to a new one. Then surgeon could finish this procedure without any additional event. There was no patient injury.